Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer was sent to investigate the issue. The fse states the unit was already rectified and the problem was found to be with helium gas cylinder only. The fse also informed the customer to replace the safety disk and 5000hr maintenance kit. The iabp was returned to the customer for use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was showing an autofill failure alarm. No patient harm or injury reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) was showing an autofill failure alarm. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.